Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in device clinic when elevated impedance and elevated threshold was observed. The physician will schedule the patient to removed rv lead. Further information notes the procedure has not yet scheduled as the patient is currently not stable for surgery due to a gi bleed and low hemoglobin levels. Once the patient is stable, they will schedule the lead extraction.